Event description:
The catheter was inserted into a female pt with a heavily calcified aorta and a tortuous anatomy. The balloon ruptured, and required replacement. The pt later expired of causes unrelated to this incident.